Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 evh system dissection tip broke off. This was noticed when the harvester was unscrewing the tip. A new kit was used to complete the procedure. They are unsure if all of the pieces were retrieved from the patient. Product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on mar 17, 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4).